Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included adalimumab (humira). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with myalgia, arthritis ("inflammatory arthritis") with arthralgia, adverse event ("rheydaud"), tooth fracture ("teeth were crumbling"), alopecia ("hair loss"), depression ("depression") with fatigue, hand pain ("hand pain"), leg pain ("leg pain"), abdominal distension ("bloat") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, hand pain and abdominal distension had resolved, the fibromyalgia, arthritis, adverse event, tooth fracture, alopecia, depression and arthralgia outcome was unknown and the leg pain and weight increased had not resolved. The reporter considered abdominal distension, adverse event, alopecia, arthralgia, arthritis, back pain, depression, fibromyalgia, hand pain, tooth fracture, weight increased and leg pain to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. Case became incident. Removal details (surgery hysterectomy) added. Reporter & patient's age group added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0283) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included adalimumab (humira). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with myalgia, arthritis ("inflammatory arthritis") with arthralgia, adverse event ("rheydaud"), tooth fracture ("teeth were crumbling"), alopecia ("hair loss"), depression ("depression") with fatigue, hand pain ("hand pain"), leg pain ("leg pain"), abdominal distension ("bloat"), arthralgia ("hip pain") and pain of skin ("touches hurt") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the back pain, hand pain and abdominal distension had resolved, the fibromyalgia, arthritis, adverse event, tooth fracture, alopecia, depression, arthralgia and pain of skin outcome was unknown and the leg pain and weight increased had not resolved. The reporter considered abdominal distension, adverse event, alopecia, arthralgia, arthritis, back pain, depression, fibromyalgia, hand pain, pain of skin, tooth fracture, weight increased and leg pain to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : reporter information was added on(B)(6) 2020: content from social media received: new reporter was added. No other new clinical information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on 20-aug-2015. The most recent information was received on 19-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included adalimumab (humira). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with myalgia, arthritis ("inflammatory arthritis") with arthralgia, adverse event ("rheydaud"), tooth fracture ("teeth were crumbling"), alopecia ("hair loss"), depression ("depression") with fatigue, hand pain ("hand pain"), leg pain ("leg pain"), abdominal distension ("bloat"), arthralgia ("hip pain") and tenderness ("touches hurt") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the back pain, hand pain and abdominal distension had resolved, the fibromyalgia, arthritis, adverse event, tooth fracture, alopecia, depression, arthralgia and tenderness outcome was unknown and the leg pain and weight increased had not resolved. The reporter considered abdominal distension, adverse event, alopecia, arthralgia, arthritis, back pain, depression, fibromyalgia, hand pain, tenderness, tooth fracture, weight increased and leg pain to be related to essure. The reporter commented: cross referenced with case number :(B)(4) quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included adalimumab (humira). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with myalgia, arthritis ("inflammatory arthritis") with arthralgia, adverse event ("rheydaud"), tooth fracture ("teeth were crumbling"), alopecia ("hair loss"), depression ("depression") with fatigue, hand pain ("hand pain"), leg pain ("leg pain"), abdominal distension ("bloat"), arthralgia ("hip pain") and pain of skin ("touches hurt") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, hand pain and abdominal distension had resolved, the fibromyalgia, arthritis, adverse event, tooth fracture, alopecia, depression, arthralgia and pain of skin outcome was unknown and the leg pain and weight increased had not resolved. The reporter considered abdominal distension, adverse event, alopecia, arthralgia, arthritis, back pain, depression, fibromyalgia, hand pain, pain of skin, tooth fracture, weight increased and leg pain to be related to essure. The reporter commented: cross referenced with case number :(B)(4). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event touches hurt added. Reporter added. On 23-mar-2020: processed with fu 7. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.